Event description:
My father went from angiogram for blood flow on his toe which lead device stuck on his leg while staff and doctors treated several time but were failed to remove. Which end up doing immediate surgery which was life threatening. Device has been thrown away by hospital upon asking the department heads.